Event description:
It was reported a balloon was advanced into the pt's artery to perform a superficial femoral angioplasty procedure. However, prior to inflation this balloon catheter was removed and exchanged for a larger balloon. Upon an inflation attempt outside the pt the balloon would not inflate. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated, and retained by the MFR. The engineering evaluation revealed a pin-hole leak located over the distal radiopaque marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface. Therefore, the co believes these factors may have contributed to this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.